Manufacturer narrative:
Product event summary: two image files, one video file, and the pscc100 loop catheter with lot number 0012315126 were returned and analyzed. The image files showed a loop catheter with the array visibly inverted and knotted proximal to the distal tip. Extension of the spiral array being performed was observed in the video; a guidewire was seen threaded through and extended beyond the tip of the catheter. Visual inspection showed the catheter was received with the guidewire threaded through. The array pebax tube was visibly confirmed to be knotted and inverted and the guidewire appeared to be kinked at the luer. The nitinol ball was visible at the the dual lumen. X-ray imaging confirmed the array pebax tube was knotted between electrodes 1 and 2. The array pebax tube was also kinked between electrodes 1 and 2. The electrode wires appeared intact without breakage or detachment from the electrodes. Mechanical verification of the steering and slide mechanisms showed initial stiffness in the slide control function was encountered and the array tube was not advancing forward when the slide control was pushed all the way. The steering function was normal; the distal catheter tip responded with the expected rotation in both directions. Data from the catheter identification chip confirmed usage. The catheter was reprogrammed before connection to the generator via a test catheter interface cable, and therapy delivery was performed without any interr uption. Hipot verification for the integrity of electrode wires and testing for electrical continuity did not reveal any anomalies. The catheter was inserted through a test sheath and no resistance or difficulty was experienced. In conclusion, the reported issues of the array being "kinked" and "inverted" were confirmed through testing. The loop catheter failed the returned product inspection due to a knotted array pebax tube, an inverted array, a twisted pebax tube, the proximal arm pebax tube being torn, and the nitinol ball/wire being dislodged from the dual lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, when attempting to retract the catheter into the sheath it was observed that the array was inverted and would not capture as expected. Multiple attempts were made to deploy and recapture the array without resolution. With some resistance, the catheter was removed from the patient through the sheath. After removal, it was observed that the array was knotted. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.